Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has blurry distance vision although his vision at near is clear. The consumer reported his goal was to have clear distance vision and wear readers for near. In a follow-up, the surgeon reported the pt was targeted for distance. The pt's vision after surgery was blurry distance vision and the astigmatism was still present, but the near vision was good. The surgeon noted the event continues as the pt has 1.25 diopters of cylinder is both eyes. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an approved cartridge and handpiece. The customer indicated the use of an unapproved viscoelastic for this lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 12/18/2012. (B)(4).